Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse lithotripsy generator experienced that when pressing the standard button on the transducer, the status on the front of the machine is displayed at high. There were no reports of patient harm.